Event description:
It was reported the device pk-cf0533 cutting forceps quantity of two with the same lot number, lot # fr234878 did not deliver energy when energized. The issue found during a therapeutic unspecified procedure. There was no patient harm or injury reported due to the event. No user injury was reported. This event incudes two (2) reports (for the two cutting forceps that failed when energized). Report with patient identifier (B)(6)( 1 of 2 ). Report with patient identifier (B)(6) ( 2 of 2 ). This report is for report with patient identifier (B)(6) ( 2 of 2 ).

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported issue is unknown at this time. Additionally, follow up is in progress to gather additional information regarding the event reported. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response to follow up. Communication with the customer, the following information were conveyed: the issue was reported at the beginning of the case. The first pk forceps was opened and did not work properly for the surgeon. At that time, a second device was opened and again it did not function properly. There was no injury to the patient. The procedure was completed but with a device from another company. The procedure was a laparoscopic bilateral salpingectomy. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. A visual inspection was performed. Inspection found minor dried tissue on jaws consistent with use. The jaw symmetry was balanced, no visual damage was observed. The first point of contact for the jaws was at the distal end, which was consistent with standard. The jaw aperture measurement was taken inside the first teeth of the jaw, measured at .300", (standard is .300¿ +/- .100¿). Inspection found the device jaw mesh observed to be not in good condition as the gap between the teeth was not uniform at all locations. The insulation of the jaw legs was inspected and did not find any tears or cuts. The flare was intact and had no cracks. The blade extended/retracted and cut the dental dam as designed. The lock function engaged/released as designed. The shaft was normal. The device was plugged into the test reference esg-400 generator; the generator displayed pk coag at power level 100 effect 3. Functional testing was performed and observed no problems. The pk-cf0533 cutting forceps was able to deliver energy with no issues. Based on the device evaluation, the complaint was not confirmed, as the device was able to provide energy during functional testing. Device history record was reviewed and showed the product met all specifications upon release. Even though the complaint could not be confirmed, the reported failure is a known phenomenon likely resulting from having the distal jaw tips come in contact with each other when attempting to coagulate. On page 3 of the device instruction for use (IFU) (p9100528-001_ad), it states "if forceps jaws come in contact with each other when the power is activated, instrument will short out and the generator display will show ¿re-grasp¿. Release the forceps jaws so they are not in contact with each other and the device will become operational." Olympus will continue to monitor complaints for this device.